Event description:
It was reported that the patient was experiencing increased pain at the right hip. It was noted that the ipg position was inverted inward potentially causing the patients radiating pain. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.